Event description:
It was reported by the patient that their vns generator was removed due to the device being bothersome in their chest. It was also noted that vns did not help with seizures and was removed as a result. The patient had brain surgery which was noted to have helped with their seizures. No additional relevant information has been received to date.